Manufacturer narrative:
(B)(4). This device was not received for investigation at stryker endoscopy. The device was received at tekna for evaluation. Based on the tekna service record the reported failure of "the wheel snapped off from the tower" was confirmed. According to tenka: switched to new swivel casters with precision bearings in 2007 and returned swivel caster was an older version (2006), which shows sign of customer abuse. No further action will be taken at this time because cart is over 10 years old, returned caster model is no longer used, and caster shows sign of abuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the wheel snapped off the tower.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the wheel snapped off the tower.